Event description:
The facility reports the staff lifted the resident from the floor. One of the staff heard a ripping noise. A strap detached from the sling, and a resident fell to the floor from a height of approximately 18 inches. No injuries were reported.

Manufacturer narrative:
The sling was returned to the manufacturer for evaluation. The label on the sling was difficult to read, confirming the sling had been washed numerous times. The user manual recommends the slings be replaced after two years of use. This sling had been in service longer than two years. The manual also recommends the sling be inspected before each use, and more specifically, to check for any trace of fraying of the stitching on the straps. If this inspection had been done, some fraying of the stitching would have been observed and the sling could have been taken out of use. The manufacturer concludes the incident is related to neglect of the recommendations of the user manual. The manufacturer recommends the customer be retrained on the use of the sling, and more specifically on the inspection of slings before each use. It is also recommended all slings at the facility be inspected and replaced if found to be at risk or more than two years old. All actions should be documented.